Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.